Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seal was broken and both seals were removed. Top case was cracked by the left and right bottom corners. No visible contamination. A review of the event history log identified primary audible alarm found in ehl. The device was evaluated using the power up process. Performed infusion/occlusion test and was unable to duplicate customer reported problem. The cause of the issue is unknown, unable to duplicate . High profile c9 capacitor present. Flex cable connector from interconnect board to the main board was connected and glued. The root cause was to determine. No external damage or contamination to interconnect board or speaker. The tech replaced interconnect board and speaker as preventative measure. Performed power up process and all the functional test passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported the device had an audible alarm error. No patient injury reported.